Event description:
Medtronic received information that following the implant of this 20 millimeter (mm) mechanical valve, there was difficulty restarting the patient¿s heart. The valve was explanted and replaced with an 18 mm diameter valve. No adverse patient effects were reported. It was not reported whether the leaflets of this valve failed to open or if there was a patient-prosthesis mismatch.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications.

Manufacturer narrative:
The DHR of this valve was reviewed and no anomalies were noted that would have impacted this event. A conclusive cause of the reported event could not be determined. It was not reported whether the leaflets of this valve failed to open or if there was a patient-prosthesis mismatch. From the available information, patient prosthesis mismatch could be a contributing factor as it was reported that the 20mm mechanical valve was replaced with an 18mm valve. Based on the analysis, all as-returned dimensions of the orifice and leaflets were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).